Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact and scratches and cracks were found on lcd lens screen. Customer reported problem (red screen) could not be duplicated, however there was an system error code 46440 in the device event history log related to a faulty dso - uso sensor out of specs. The dso - uso sensors, dso bezel and seal for preventive measure were replaced. The root cause could not be identified. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a red screen on the device during a routine inspection. No patient injury was reported.